Manufacturer narrative:
This is one event for the same pt involving three separate products; associated MDR #2937457-2014-00900 and 1225714-2014-03721.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular and cardiovascular event in 2011 and subsequently expired after the use of the product.